Event description:
It was reported that low out of range impedances were measured. Upon measuring impedances, electrodes 8 and 11 of the right subthalamic nucleus were found to be 33 ohms. The manufacturing representative was not sure when the short occurred. The patient was not programmed with electrodes 8 or 11 and they were doing fine with their therapy. The patient was being scheduled for a normal battery replacement. Following the replacement the patient was doing well and receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-28, lot# v199559, implanted: (B)(6) 2011, product type: lead. (B)(4).